Event description:
The customer contact reported a disconnection. The unspecified tubing set was being used to deliver an unspecified volume of packed red blood cells (prbc). The option-lok male adapter of the tubing set was connected to the patient's IV access site. After an unspecified length of time, the option-lok male adapter of the tubing set disconnected from patient's IV access site. An unspecified volume of the patient's blood was lost. It was reported that "a quarter of the prbc bag" was noted on the floor. It was reported that the option-lok male adapter of the tubing set was reconnected to the patient's IV access site and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.